Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) complained of worsening symptoms since the implant was done. The patient reports they are unable to stand, and has constant fainting and dizziness. The patient was currently hospitalized and had spent eight days in the intensive care unit (ICU). A boston scientific sales representative checked the device and reported that it was poorly positioned with only one lead working. However, a surgeon at the hospital told the patient that the problem is with the device. The patient would like to be seen again by the boston scientific sales representative, but before that can be arranged, the patient must be seen by a cardiologist or electrophysiologist. At this time, no further information is available. Evidence suggests the device remains implanted and in service. The patient contacted boston scientific again, reporting they had a follow up with the arrhythmologist and had another syncopal episode. The patient believed the device was not working properly. The local boston scientific sales representative confirmed the dual chamber pacemaker (not a crt-p) had been interrogated and followed up on four separate occasions. The device was functioning properly and the patient's physician verified the device was working without any issues. The physician has recommended a neurological investigation, as during a tilt-test, the patient experienced a sudden drop in blood pressure and syncope, indicating reflex syncope due to carotid sinus hypersensitivity, predominantly vasopressor in nature. While the patient believes the pacemaker is at fault, evidence suggests the patient's symptoms are related to their medical conditions, as confirmed by their physician.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) complained of worsening symptoms since the implant was done. The patient reports they are unable to stand, and has constant fainting and dizziness. The patient was currently hospitalized and had spent eight days in the intensive care unit (ICU). A boston scientific sales representative checked the device and reported that it was poorly positioned with only one lead working. However, a surgeon at the hospital told the patient that the problem is with the device. The patient would like to be seen again by the boston scientific sales representative, but before that can be arranged, the patient must be seen by a cardiologist or electrophysiologist. At this time, no further information is available. Evidence suggests the device remains implanted and in service.